Event description:
Home pt reported that the eco sets leaked where the three lines joined the one line. No pt ill effects. Pt placed on antibiotics prophylactically. Pt did not develop peritonitis. Sample is available for eval.